Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; other pain: recovering from major surgery; offensive vaginal discharge; difficulties with bowel motions; aggravated incontinence. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: mesh removal. Nonsurgical treatments: on (B)(6) 2018 the patient commenced other medication (please specify): infection medication - unknown name for purpose: treat infections. Treatment duration: 3 years - on and off. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for purpose: strengthen muscle. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): oveston vaginal cream for purpose: repair the vagina.